Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/17/2017 with the following findings: during investigation, the pump powered on to a clear and legible display. The complaint of a blank screen could not be duplicated. A review of the black box showed alarm history codes 054, 052, and 012 on the date of the complaint. Unrelated to the original complaint, the battery compartment was cracked from the top to the cover part.